Event description:
It was reported that during use, the lma-proseal had a very slow leak. The customer said that the problem was corrected by reinflating the device several times during the procedure. There were no patient problems or injury. According to the customer, the device was tested after the procedure for leaks in the cuff, by immersing the device into water. It was reported that there were no bubbles until the cuff had pressure put on it or it was over inflated. The customer stated it then leaked on one side of the rear boot at the seam.